Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd microlance¿ needles had a needle break issues. The following information was provided by the initial reporter: "when piercing a radiopharmaceutical kit through the stopper, the tip (approx. <1mm) of the needle broke off...".

Event description:
It was reported bd microlance¿ needles had a needle break issues. The following information was provided by the initial reporter: "when piercing a radiopharmaceutical kit through the stopper, the tip (approx. <1mm) of the needle broke off..."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 304432 and lot number 201210. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a defect with the needle bevel was observed. Twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were microscopically examined, and no signs of needle defect were observed. Based on the investigation results, it is possible that the issue could be related to the handling of the product. During the assembly process, an in-line camera system inspects all product for signs of defect and automatically rejects any faulty product. Cannula point condition is tested every thirty minutes and a penetrability test is performed for each lot released. Based on the preventive measures in place, we believe the probability of this non-conformance occurring in our production process is very low. The cannula is the most critical and fragile point of the needle and can become damaged very easily. The needle should be inserted into the vial at a ninety-degree angle, the needle should not be manipulated within the vial, and the user should avoid recapping the syringe after drawing. H3 other text : see h.10.